Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. Additionally, the right atrial (ra) lead failed to capture. The physician explanted and replaced the pm and ra lead. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. The physician explanted and replaced the pm. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. The device was also in backup mode which occurred post-explant consistent with exposure to cold temperature. Review of the device image indicates the device was programmed to high settings. The device code was re-loaded and programmed to nominal settings normally. Electrical tests performed indicated normal functionality. Additional evaluation at various pulse amplitudes measured normal current levels and no indication of premature depletion noted. Longevity assessment was performed based on field settings, and the device exceeded projected longevity indicating normal battery depletion.